Event description:
Customer tested with freestyle meter on their fingertips and received results that were higher than pt felt. Pt readings have been around 220 with the freestyle compared to the elite system which reads around 50.customer reported experiencing two hypoglycemic events. On the first occasion, the customer was driving and lost consciousness. On the second, customer experienced blurry vision. Customer was treated with glucose tablets and sprite. Testing was upon fingertips.